Manufacturer narrative:
Product ID: 8781, lot# 0217242185, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that outcome of the device is unknown. It was not documented what was done with the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via an update from the clinical study indicated that the outcome was unresolved at the time of the "at time of study exit/death/study closure." It was noted that on (B)(6) 2019, the dose was increased from 49.98283 mcg/day to 74.89638 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study. It was reported the outcome was updated as the patient was now being looked after at another hospital, and the last communication was that the headaches had improved but were still there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was previously reported that the event was no related to the implant procedure and new information received reported that the event was possibly related to the implant procedure. No further complications were reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0217242185, serial#: n/a, implanted: unknown, explanted:unknown, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a clinical study regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. On (B)(6) 2019 the patient reported that they were not getting good spasm relief and not received benefit from the pump as expected. On (B)(6) 2019 a computed tomography (CT) scan was performed, it was unsure if it was done with or without contrast, and confirmed a kink in the catheter. On (B)(6) 2019 the patient was taken back to theater where a small kink in the catheter was found during surgery. As a safety precaution the doctor explored the pump and replaced the catheter. It was reported that the event resulted in surgical intervention and prolongation of existing hospitalization. The event was related to the device or therapy and not related to the implant procedure. There was no reported cause of the catheter kink. The device disposition was unknown. Following the catheter replacement, the spasms were improved after and the event resolved without sequelae (B)(6) 2019. No further complications were reported and/or anticipated.

Manufacturer narrative:
The pump was not explanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information regarding this event was reported in MFR report number 3004209178-2019-21740. Further review indicated this event can be captured in one report. Concomitant medical products: product ID: 8781, lot# 0217242185, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the concentration of baclofen used was 1000 mcg/ml and the daily dose was 49.98283 mcg/day. No further complications were reported and/or anticipated.